Event description:
It was reported that the system displayed an error message and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.